Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, error m-11 occurred on the integrated electrosurgical unit (iesu). The technical support engineer (tse) explained what it meant and advised him to power cycle the iesu if the error recurred. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.